Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v200 indicating that the device is alarming high o2. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. They were unable to swap out the unit with another. It was recommended to take the patient off the unit and run the est. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that the external o2 sensor may need to be calibration or replaced.